Event description:
Twice blood leaked through the gown discovered at end of case.

Manufacturer narrative:
Examination of the returned product confirmed blood all over the gown. The cause could not be determined, as the gown was heavily damaged. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated.